Event description:
The consumer states he was at work and said his chair power was off and allegedly states that a customer of his reached over his joystick the chair moved on its own and pinned the customer¿s foot against the wall. Customer alleged sore foot and no medical intervention.